Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after 73 months due to calcification, associated stenosis and regurgitation. This pt has history of rheumatoid arthritis and a long list of medication for calcification.